Manufacturer narrative:
(B)(4). Although it is unknown which product contributed to the reported event we are filing this MDR for notification purposes only. The product is not returned to manufacturer for evaluation. However x-ray images were made available, a follow up report will be sent when the results of x-rays are made available.

Event description:
It was reported that patient with cervical cord compression underwent anterior cervical discectomy and fusion at c4/c5. It was reported that on an unknown date, post-op after one year, a CT revealed that one of the four implanted screws was broken. Product is still inside the patient. Patient complications were reported unknown.

Manufacturer narrative:
X-ray review: "post op CT images provided after c4-5 fusion. Unable to count levels on images provided. There has been subsidence of c4-5 with probable fracture/resorption of the graft. It is possible the graft was fractured on implantation or it occurred in a delayed fashion. This may also be a result of sizing errors and endplate preparation. It appears fusion has occurred. Root cause indeterminate." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.